Manufacturer narrative:
The user reported visiting urgent care on (B)(6) 2025 and having the sensor removed due to infection. The user stated that the insertion site had not healed and that the sensor was protruding . The event was not related to diabetes. At urgent care, the sensor was removed, the insertion site was washed with ringer's lactate solution, and the user was prescribed antibiotics. The user reported that their healthcare provider (hcp) was not aware of the event. The user was advised to follow up with their hcp for further medical guidance and indicated that they have an appointment scheduled for (B)(6) 2025 to inform the hcp about the sensor removal. Dms review shows that the user has not been using the system since (B)(6) 2025 at 6:25 pm.a review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at insertion site is a known and anticipated potential adverse effect.

Manufacturer narrative:
The user reported visiting urgent care on (B)(6) 2025 and having the sensor removed. The user stated that the insertion site had not healed and that the sensor was protruding. The event was not related to diabetes.at urgent care, the sensor was removed, the insertion site was washed with ringer's lactate solution, and the user was prescribed antibiotics. The user reported that their healthcare provider (hcp) was not aware of the event. The user was advised to follow up with their hcp for further medical guidance and indicated that they have an appointment scheduled for (B)(6) 2025 to inform the hcp about the sensor removal.dms review shows that the user has not been using the system since (B)(6) 2025 at 6:25 pm.

Event description:
Senseonics was made aware of an incident in which the user reported visiting urgent care on (B)(6) 2025 and having the sensor removed. The user stated that the insertion site had not healed and that the sensor was protruding. The event was not related to diabetes.at urgent care, the sensor was removed, the insertion site was washed with ringer's lactate solution, and the user was prescribed antibiotics. The user reported that their healthcare provider (hcp) was not aware of the event. The user was advised to follow up with their hcp for further medical guidance and indicated that they have an appointment scheduled for (B)(6) 2025 to inform the hcp about the sensor removal.dms review shows that the user has not been using the system since (B)(6) 2025 at 6:25 pm.